Event description:
It was reported by a customer in the USA that, the 840 ventilator was unresponsive. There was no patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The customer was recommended to clean the unit, inspect the graphic user interface (gui) bezel, or replace the touchframe assembly. The customer acknowledged, and informed that replacing the touchframe resolved the issue, and the unit is back in service.(B)(4).